Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when high capture thresholds, low pacing lead impedance and sensing were observed. The lead was found to be dislodged and was explanted and replaced. Patient was stable during and after procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.